Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.